Event description:
It was reported that cartridge change errors occurred with multiple cartridges and that the cartridge o-ring was missing. Additionally, it was reported that the caller removed the ¿black accordion piece¿ of the pushrod resulting in damage to the pump housing. Customer's blood glucose level was 174 mg/dl. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.